Event description:
All pens in box are difficult to dial dose then pens jammed not allowing administering of dose. Dose, frequency & route used: inject 40 units under the skin once daily at bedtime. Therapy dates: approx (B) (6) 2007 til present. Diagnosis for use: diabetes.